Event description:
It was reported that the patient had twiddler's syndrome and the lead was wrapped around the device in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had twiddler's syndrome and the lead was wrapped around the device in the pocket. The lead was explanted and replaced. Per review of performance data, it was further reported that the r-wave sensing decreased and the patient alert was triggered for high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the defib conductor was distorted and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed apparent explant damage.